Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check due to an unknown lot number for separates cannula npe. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: material no: 329505 batch no: unknown. It was reported that safety came on and writer removed from pen. Long metal needle left in pen. Separated from orange part of auto shield. Verbatim: gave insulin dose tp patient with novarapid pen and used the bd insulin needle. Safety came on and writer removed from pen. Long metal needle left in pen. Separated from orange part of autoshield . No stick injury.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: material no: 329505, batch no: unknown. It was reported that safety came on and writer removed from pen. Long metal needle left in pen. Separated from orange part of auto shield. Verbatim: gave insulin dose tp patient with novarapid pen and used the bd insulin needle. Safety came on and writer removed from pen. Long metal needle left in pen. Separated from orange part of autoshield . No stick injury.